Event description:
Patient being treated for scoli and kyphosis had 6.0mm ti hard rods and screws implanted from t10-l5. Rods broke below rod to rod connectors at t10. Rods and screw were confirmed by x-ray and CT scan to have broken and will be explanted.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the manufacturer date without a lot number.